Event description:
The customer reported the footswitch was not working during set up. The footswitch was switched out and the cases proceeded. There was no pt involvement.

Manufacturer narrative:
The footswitch and cable have been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).